Manufacturer narrative:
Corrected to product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a fall around the (B)(6) and towards the end of (B)(6), the device was not working prior to the fall. The caller stated she thinks the fall affected her device. The patient stated that she tried to make therapeutic adjustments but that did not resolve the issue. The patient thought that adjustments did not resolve the issue because she was still healing from the fall but was unable to make any therapeutic adjustments because she lost her patient programmer in the move. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.